Event description:
It was reported that the patient experienced a decrease in therapeutic effect and the catheter was found to be "sluggish." The reporter noted a catheter access port (cap) contrast study was done and the catheter was sluggish. The date of the study was not provided. The patient was experiencing a loss of pain coverage. The reporter noted the event severity to be mild and not serious. As of (B)(6) 2012 the patient status was "resolved without sequelae." The medications in the pump were morphine and fentanyl. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, # (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8591-38, lot# d01050, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
Additional information: it was later reported that an x-ray was taken on (B)(6) 2012 that showed the catheter out of intrathecal space/dislodged. Patient had poor pain coverage as reported previously. The catheter was replaced on (B)(6) 2012 and disposed of. It was further reported that patient experienced erythema at the pump site and that the pump was "spinning in pocket". Per the pump logs drugs dilaudid and bupivacaine were infused until (B)(6) 2012 and were changed to fentanyl and morphine thereafter.

Manufacturer narrative:
(B)(4).